Manufacturer narrative:
Product complaint # (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Initial reporter is synthes sales representative.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on (B)(6) 2022, that during device inspection, the torque was measured out of tolerance. No surgical delay, no adverse patient consequences reported. This report is for one (1) ao handle torque limiting3.0nm. This complaint involves one(1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9, e4 h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there are no damage or defects on the surface of the ao handle torque limiting3.0nm. A dimensional inspection was unable to be performed due to device design. A functional test was performed using torque meter mountz ltt 2100, ID cd6714. Torque adapter #103579293 was used to conduct the test. Relevant drawing current and manufactured was used as source of specification. The device is testing low according to 103327943 rev d current and manufactured. The complaint condition was replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the ao handle torque limiting3.0nm would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for ao handle torque limiting3.0nm was conducted identifying that lot number km881266 was released in four batch. ¿ batch1: lot qty' (B)(6) units were released on 08 apr 2020 with no discrepancies. ¿ batch2: lot qty of(B)(6) were released on (B)(6) 2020 with no discrepancies. ¿ batch3: lot qty of (B)(6) were released on (B)(6) 2020 with no discrepancies. ¿ batch4: lot qty of (B)(6) were released on (B)(6) 2020 no discrepancies. Supplier: depuy : tecomet. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.